Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The patient will be followed closely and the ICD remains in use. No patient complications have been reported as a result of this event.